Manufacturer narrative:
H3: analysis of the export and log files were complete. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r & d workstation. Analysis reviewed the planning made for the case. No issues were found with the planned trajectories. Analysis reviewed the matching accuracy of the system. The CT-fluoro matching of the vertebrae were determined acceptable. As reported, l2 and l3 left sides trajectories show medial deviation while l3 right trajectory show lateral deviation. By examining the planning made, it can be seen that t12 and l1 trajectories were executed as planned while a deviation of l2 and l3 trajectories was noticed. The fixation platform used was 2 schanz screws in the right & the left psis. Analysis was not provided with images showing the area of the fixation or the platform itself and could not inspect them thoroughly. Analysis reviewed all submitted information and concluded that the deviation that occurred most likely due to a left patient shift during the case. The order of accurate implant placement of t12-l1 in correlation with the accuracy exhibited by the registration process is typical for a patient shift. Two reported contributing fractures support this. A high bmi patient is prone to a spinal shift during a case and the fracture burst fracture reported in l2 contributed to the spinal instability and could induce a shift. In addition, the chosen schanz pin fixation platform was not suitable for this case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that that the system passed all testing and was found to be fully functional. Analysis results of the software exports and logs were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that two trajectories were deviated during a mis case from t12 to l3. Two schanz screws were placed to mount the guidance system to the patient. The surgeon started at t12 and then proceeded to l1. When operating on l2 and l3 left, the surgeon noticed that they were medial by more than 5 mm and l2 right was lateral. An accuracy check was done and the probe was in the divot of the arm guide. The patient's anatomy was difficult to check due to the high bmi.  The surgeon decided to removed the deviated screws and switch to a scan <(>&<)> plan workflow. When operating, the surgeon had difficulty with following the same trajectories as before so they decided to abort the use of the guidance system. L2 left, l3 left and l3 right were freehanded by the surgeon. The manufacturer representative noted that there was a burst fracture on l2 and the patient had small pedicles. The cause of the deviation was not determined. There was no patient harm and the procedure was delayed less than an hour.